Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a crack on both front corners of top case and the right plunger case was cracked. A review of the event history log identified invalid syringe size. During functional testing with syringe test with various size of syringes and verify size verification with both quality control slugs was unable to duplicate the invalid syringe size all readings were within required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced size sensor and performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would not recognize the syringe size. No patient injury was reported.